Event description:
The following was reported to gore: on (B)(6) 2025, a patient presented for treatment of an abdominal aortic aneurysm and a right iliac artery aneurysm. During treatment, a mild resistance was felt while advancing and positioning the gore® excluder® iliac branch endoprosthesis (ibe) and internal iliac component (hgb). More resistance was felt when the hgb reached the ostium of the right hypogastric artery. As reported, it was extremely difficult to push the hgb further. Consequently, the hgb was withdrawn from the patient. For better navigability, the physician chose an 11 x 79 gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Using an amplatz super stiff short taper wire, the same advancement difficulty was experienced with the vbx device. The vbx device was able to be inserted partially into the hypogastric artery but did not quite reach the intended landing zone. The vbx device was pulled back inside the 12fr x 45 gore® dryseal flex introducer sheath (dsf). When the vbx delivery catheter was removed from the patient, the vbx stent was missing. Using fluoroscopy, the vbx stent was found floating about three-fourth inside the dsf and the rest was in the hypogastric artery. The physician tried to withdraw the dsf with the vbx stent, but the vbx stent stayed in place and was coming out of the dsf while the rest remained inside the hypogastric artery. Next, the physician tried to pull the guidewire back along with the vbx stent, but that was not successful. A 4 mm x 60 semi-compliant balloon was introduced in parallel with the stent, the balloon was inflated to trap the stent remaining in the dsf. All devices were then removed in tandem. A long 8fr introducer sheath (unspecified brand) was placed to the hypogastric artery to protect the new vbx device. The physician was then able to complete the extension of the ibe with the new vbx device. The procedure continued without further complications. The patient did not experience any adverse consequences. As reported, the patient only had tortuosity in the treatment zone, and the position of the hypogastric artery also added to the advancement difficulty. No vessel calcification was reported. The wires did not look tangled during the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code c21: device was returned and investigation is currently underway. Results pending conclusion of investigation. Per the IFU warning, ¿withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem.¿. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 - code b01 and b15: engineering and imaging investigation results state: the primary reported device failure, related to an inability to advance the catheter to the target site, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory; it was also unable to be confirmed during imaging evaluation of the provided clinical items. As reported, the physician experienced difficulties cannulating the hypogastric artery and reaching the target site due to the patient¿s tortuous anatomy and position of the hypogastric artery. Therefore, the root cause of the primary reported device failure can be attributed to the patient condition. The secondary reported device failure, related to stent dislodgment during attempted withdrawal, was consistent with the engineering evaluation findings of the stent graft being returned separated from the delivery system. As reported, the physician decided to pull the device back inside the sheath after it was unable to reach the target site; the stent then dislodged from the balloon catheter inside of the patient. Users are instructed in the device instructions for use (IFU) to withdraw the device to a position close to the introducer sheath, rather than withdrawing it into the sheath, then removing both in tandem. Per the IFU, withdrawing the device back into the sheath can lead to various issues including dislodgment of the endoprosthesis. Therefore, the root cause of the reported failure mode of stent dislodgment during attempted withdrawal is consistent with the reasonably foreseeable misuse of the user trying to remove the delivery system with the stent still mounted. The IFU was reviewed with respect to the details provided in the complaint. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU) includes the following warning: ¿do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem.¿